Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). It was noted that the patient had a tortuous anatomy. During the procedure, the physician experienced resistance while advancing the lantern through a non-penumbra sheath and therefore, the lantern was removed. The physician then successfully inserted a second lantern through a non-penumbra catheter without resistance, however; it was noted that it was difficult to approach the target vessel due the patient's tortuous anatomy, therefore; the procedure ended at this point. There was no alleged deficiency against the second lantern. There was no report of an adverse effect to the patient.